Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damge to the lens. Claim#: (B)(4).

Manufacturer narrative:
Device available for evaluation; yes. Returned to manufacturer on 17/05/2019(. B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm,vticmo13.2, -4.5/6.0/103 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault and significant reduction of irido-corneal angles. A replacement lens of shorter length was later implanted. It was reported that the replacement resolved the problem, vault became normal and patient is doing very well.